Event description:
Company representative sent a repair request reported with an issue of "hole in sheath right under the head boot" wrapped red tape around it". This report is being submitted due to the reportable malfunction (bending sheath cover is broken/torn/ruptured-metal is protruding). No harm was reported. No patient harm, no user injury reported .

Manufacturer narrative:
The subject device was received and evaluated . Device evaluation found the insertion tube (I/t) has a leak, below the boot. Leak was attributed due to a cut found on the I/t. The reported issue of "hole in sheath right under the head boot" was confirmed. There was no metal sticking out or any protruding metal noted during inspection. Furthermore, the following defects were identified during device inspection: minor chip along the edge of the objective lens (ob) was observed, noted not affecting the image. Crack/peeling glue of the a-rubber (bending section ) was determined. Scratches observed on the distal end (d/e) plastic cover. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields were corrected based on information that was available at the time of the last submission: e3, g2 and h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, is it likely that the insertion tube received bending stress right under the protector. That made its resin be peeled off and resulted in leak. However, a definitive root cause could not be established. The suggested event is detectable by handling device in accordance with the following operation manual "chapter 3 preparation and inspection." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow up. Communication with the customer, the following information conveyed: the reported issue occurred at preparation for use. The type of procedure performed whether it was a therapeutic or diagnostic , customer stated "unknown". Customer provided the job title as gi lab manager. No further information was provided.